Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result generated by the access 2 immunoassay system for one patient that was questioned by the physician. The patient's plasma and serum samples collected at the same times were re-analyzed on the original instrument and an alternate method and both resulted in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were li heparin plasma and serum with barriers that were centrifuged for 3 minutes at 7000 rpm. Samples are routinely poured off into 1 ml insert cups for analysis. Qc was within the customer's ranges prior to and after the event. A system check performed on the morning of the event was within specifications. A field service engineer (fse) was on-site (B)(4) 2010 and verified alignments which were correct. Fse also performed a precision run and a system check and both met specifications. No hardware issues were noted.